Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an unknown error message. No further information was provided. Also, the device would intermittently not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical corporation for the customer's report intermittent power; the malfunction was duplicated and the front enclosure was replaced to remedy the reported problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. The reported problem of "ECG monitoring failure" message was observed during the review of device's history log but could not duplicated during the testing of the device. The monitor board was replaced as a precaution. Reports of this nature are typically not submitted based on the device's ability to delivery therapy if needed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed "ECG monitoring failure message" via attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.